Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with cracked case on the display window corners, minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on their insulin pump. The customer's blood glucose level was 77 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.